Event description:
Ous MDR - (B)(4) 2014, during a regular in-office follow-up, a 1 time of shock-therapy record was observed. Furthermore, low shock impedance of this lead was recorded. The iegm was checked and confirmed that the shock therapy was for supraventricular tachycardia, the set output was 34j but actual output was 0.0j. However, this lead did not have any problems measuring impedance of the rv coil and svc coil, as well as other lead impedance and ra lead during this follow-up. On (B)(6) 2014, in order to check the reliability, vf was inducing test was taken place. Vf could be induced with shock on t, but set output of 20j could not be delivered. Recorded data showed actual output energy was 0.0j. Furthermore, recorded shock impedance was showed as n/a. The physician suspected ICD system malfunction. On (B)(6) 2014, the system was removed and exchanged for a new system. During the operation, no peculiarities were found. The linox td was not measured by psa but no peculiarity was found by measuring the shock impedance connected with the new ICD, no noise was observed. Therefore the OEM ICD was suspected as problem device. The linox td was severely damaged during the removal and disposed at the hospital.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.